Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a routine generator extraction. It was found upon interrogation that there was noise reproducible with arm movements on the atrial lead. The generator change was rescheduled to include extraction of the atrial lead. The atrial lead was extracted and replaced. The patient was asymptomatic before, stable during and discharged after the procedure.